Event description:
It was reported that during a stent procedure, the stent delivery system (sds) was removed after it ruptured at 8 atm. The stent was successfully post-dilated and deployed. Staining and a dissection were observed, proximal to the stent initially deployed. Another stent was implanted to cover the dissection.